Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics at this time has been submitted.

Event description:
Account reported they had to cancel 3 cases because the vitrectomy would not work on this system. The next day, (B)(6) 2014, they reported that during the cataract extraction (phaco), the patient's capsular bag teared and a vitrectomy was going to be performed however, the vitrectomy option did not work on the system. No lens was implanted. The surgeon performed a manual sponge vitrectomy.

Manufacturer narrative:
Manufacturing year is 2007. An amo representative visited the site on (B)(4) 2014 for an onsite visit. He noticed that the vitrectomy port was not working. The anterior connector panel was replaced. A complete verification of the unit was performed. The unit works within amo specifications. Note: all pertinent information available to amo at the time of this report has been submitted. Parent information. Placeholder.